Event description:
Tpn [total parenteral nutrition] line was reading "occluded - patient side". This rn [registered nurse] inspected the line for kinks and found none, attempted to restart pump when PICC [peripherally inserted central catheter] line was readjusted to optimal positioning. Line continued to alert "occluded - patient side". This rn paused tpn infusion and disconnected the infusion over sterile or towels to attempt to flush PICC to ensure patency. When disconnecting lines, the tpn filter was found to be cracked at the clear hub. Tpn filter removed, new filter primed and issue resolved.